Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
Boston scientific crm received information from a boston scientific field representative that this lead was explanted secondary to normal device replacement due to high pace impedances. The representative reported the measurements had been spiking to high out-of-range measurements over an 18-month period. There were no adverse patient effects. The lead will be returned for analysis if available.